Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, rendering it illegible. There was no reported impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump to ensure insulin delivery was not interrupted.